Manufacturer narrative:
The device was received with battery voltage above eri level. Electrical analysis performed indicated normal functionality. Output verification measurement with field settings and nominal settings is within tolerance. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker exhibited failure to capture. The physician initially attempted to reprogram the device, but the issue persisted. Subsequently, the lead was checked and repositioned; however, loss of capture continued. The physician decided to explant and replaced the pacemaker. The patient was in stable condition.